Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. There was blood on the distal conductor of the lead and it was not obstructed. Visual analysis of the lead indicated the lead was stretched. The analyst noted that a competitor guidewire was stuck inside the lead. No further guidewire testing possible. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, after the left ventricular (lv) lead was inserted, the guidewire developed a knot at the tip during manipulation and could not be pulled back through the lead. The lv lead was removed and a new lv lead was placed. The lead remains in use. No patient complications have been reported as a result of this event.